Manufacturer narrative:
Results: there was no visible damage to the returned handle. Conclusions: evaluation of the returned handle revealed that the device was functional. The handle was tested on a handle test fixture and was within specification. The root cause of the reported detachment issue could not be determined. Penumbra handles are visually inspected and functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00931 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00931.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra smart coil detachment handle (handle) and penumbra smart coils (smart coils). During the procedure, the physician was unable to detach a smart coil using the handle. Therefore, the physician used a new handle and was able to detach the same smart coil. The procedure ended at this point. There was no report of an adverse effect to the patient.